Event description:
It was reported that during a da vinci si vesicovaginal fistula repair procedure, a pk dissecting forceps instruments jaw will not open. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Failure analysis found dry residue all over the base grip, on cables, and between pulleys. This may have caused the open and close function of the instruments grip to malfunction as a result of the dry bio residue. Failure analysis concluded this issue was most likely due to improper cleaning. Additional observations not reported were scratches on the surface of the distal pulley. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.